Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. Tandem technical support found the control-iq software to be functioning properly.